Manufacturer narrative:
Reference: (B)(4). Concomitant medical products: concomitant device: item number: 00-0907-2104, 130 deg x 3.5mm plate 4-hole, lot number: m113323-g. Photo of the x-ray was reviewed and confirmed the reported failure. Devices were not returned for analysis. A DHR review was conducted for 00-0907-2104 and found no manufacturing defects or design errors. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2019-00065.

Event description:
It has been reported that following the placement of a locking cannulated blade plate, the patient underwent a revision due to a locking screw backing out. No additional patient consequences were reported.